Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sept2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to check vent for leaks in all tubing, solenoids, boots and blower. The part number for the blower assembly was also provided. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing the leak test. The ventilator was not in use on a patient at the time of the event occurred.